Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, stylet was difficult to withdrawn from the lead. Once withdrawn it was hard to reintroduce it again. Lead was impossible to manipulate and was suspected to be defective. The rv lead was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was returned with a stylet still inserted in lead. Stylet could be removed from lead. Kinks was observed on stylet. Using a stylet sample to test, it could pass through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.